Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture at maximum outputs. Sensing and impedance measurements were acceptable. An x-ray was performed and the lead position did not appear to have changed. There was a concern the lead had micro-dislodged. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.